Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Additional information received from the site reporting that the emboli were considered unprovoked they can not rule out cardiomems device as possible cause. The patient was admitted (B)(6) 2024 and discharged (B)(6) 2024. The patient was started on eliquis and is at home currently.

Event description:
It was reported that the patient was in the intensive care unit for bilateral segmental pulmonary emboli. The patient has been discharged. It was reported that there were no known triggers, and the emboli will be considered unprovoked. Additional information has been requested but has not yet been provided.